Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "door latch error" by reproducing a door not fully latched alarm. Evaluation found force required to secure door is above expected levels which caused the reported symptom. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a door latch error. It was also reported that there was no patient involvement.